Event description:
On (B)(6) 2013, the following information was reported to kci by the physician: at the (B)(6), it was reported that v.a.c. Therapy was applied at 100mmhg for a sacral pressure ulcer with undermining. Five days later, the wound surface dimensions were observed to have increased, and the v.a.c. Therapy pressure setting was decreased to 75mmhg. Nine days later, v.a.c therapy was discontinued allegedly due to a further increase in the wound dimensions and extension of the undermining. Dates not provided. Since the unit's type or serial number were not provided, kci cannot conduct a device evaluation of the unit. Kci has not been able to obtain sufficient information. No additional information is available.

Manufacturer narrative:
Based on the information provided, it cannot be determined that the alleged wound deterioration is related to v.a.c. Therapy. Kci has not been able to obtain sufficient information to establish a root cause.